Event description:
Patient called to report product issues involving his dexcom g7 sensors. Patient stated he cleans and preps his skin correctly according to use instructions; however, the device will come off after only 8 hours. Patient stated he¿s had 3 sensors come off already this month and he¿s only permitted 9 sensors for 3 months by insurance. Patient stated the dexcom g7 doesn¿t work well for him, and he feels the sticky pad is smaller and less secure than the g6. Patient said there are less places to wear the g7 and he wishes he could go back to the g6 which worked very well for him. Device codes: 1068, 1506. Patient code: 4582. Reference reports mw5176221, mw5176223.